Manufacturer narrative:
Section b3: date of event is unknown.

Event description:
It was reported patient's leads had migrated. Surgical intervention was undertaken wherein the entire system was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
A patient's leads had migrated was reported to abbott. As a result, the patient's entire system was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.